Event description:
It was reported that this left ventricular (lv) lead was exhibiting possible loss of capture (loc). Technical services (ts) was consulted and explained that threhold measurements look normal. Ts recommended further review of both leads. The lead remains in service. No additional adverse patient effects were reported.